Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. It was reported completed case in cath lab and patient was being transferred to higher level of care. When automated impella controller was lifted off the stand, purge fluid came out of the purge door. Upon inspection, there was a collection of purge fluid between the cassette exit and tubing that connects to the purge disc. There were no purge alarms. Purge cassette was changed without issue. No further leaking was seen. The pump was disposed of without our ability to collect it for return. Purge cassette will be sent back.

Event description:
An impella cp device was inserted via the right femoral artery in a 63-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The case was completed in the catheterization laboratory, and the patient was being transferred to a higher level of care. When the aic was lifted off the stand, purge fluid was observed exiting the purge door. Upon inspection, a collection of purge fluid was noted between the cassette exit and the tubing connecting to the purge disc. There were no purge alarms. The purge cassette was replaced without issue, and no further leaking was observed. The fluid leak will be conservatively reported as a product malfunction.

Manufacturer narrative:
B5 is being updated to include new and corrected information that was not included in the initial report. The revised b5 provides a complete event narrative. Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the fluid leak was not determined due to lack of sufficient clinical details and unreturned product and logs for further investigation.